Event description:
The customer reported that the thermogard xp ivtm system sn (B)(6) displayed a tcmid:05 (coolant diff failure) error message. The customer did not provide any further information. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The thermogard xp ivtm system sn (B)(6) in the reported complaint will not be returned to zoll for evaluation and was not evaluated at the customer site because the customer resolved the problem. The biomedical engineer removed and reconnected the cable connections between the lm-34 temperature probe and the pic circuit board. Therefore, service is not required to be performed by zoll.